Event description:
It was reported that rollator brakes were "not working" and the device rolled away from the end user.

Manufacturer narrative:
It was reported that the end user received a rollator from a hospital and the rollator brakes were "not working." Reportedly, the end user would squeeze the brakes and the device would roll away as the brakes would not stay engaged. The end user reported a total of six (6) falls with no injuries. On the last fall, emergency medical services (ems) were called to assist the end user back up, however, the end user was not transported to a local hospital. To date, no information has been received to indicate that the end user experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. No sample was returned for evaluation and a root cause was unable to be determined. In response to an FDA 483 issued for cfn 1417592 on 29-aug-2025, this medwatch is being filed.